Manufacturer narrative:
The investigative worksheet stated that a 16mml 3.7 implant was plaed in the #22 area of the mandible on 11/9/95. The implant failed to osseointegrate and was removed on 5/15/96. The panoramic radiograph dated 11/9/95 showed the 16mml 3.7mmd implant in the #22 area of the mandible. After studying the x-rays and reviewing report, co finds no apparent factors that would have prevented this dental implant from maintaining osseointegration. External and systemic causes leading to implant failure are reported in the detnal literature, but they go beyond the focus of this investigation.

Event description:
Dental implant failed.